Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, bowel obstruction and mesh erosion. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, as a specific date was not provided, the date of event was considered as a best estimate ((B)(6) 2019). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient's bowel obstruction and mesh erosion was diagnosed in 2019. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, bowel obstruction and mesh erosion. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, as a specific date was not provided, the date of event was considered as a best estimate (15-jun-2019). Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2016) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient's bowel obstruction and mesh erosion was diagnosed in 2019. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of ventralex st mesh. Per operative notes, ¿ the previous hernia defect with recurrent small defect was made into a single defect and large ventralex st mesh was placed and sutured in place.¿ (B)(6) 2019 ¿ patient was diagnosed with small bowel obstruction and recurrent incarcerated ventral hernia thereby underwent open repair with removal of mesh. Per operative notes, ¿ loop of small bowel densely adhered to mesh was identified. The mesh was eroded into small bowel loop, the bowel with mesh was resected and fascial defect was closed with sutures.¿